Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of over 600 mg/dl. The customer reported treating with manual insulin injections. It was reported that the customer has been changing infusion sets everyday due to scar tissue and bruising around the recommended areas for the insertions site of the infusion set. Troubleshooting was done. The customer was advised to change the entire set including the reservoir and insulin. The customer was advised to treat the high blood glucose levels per the health care professional's instruction. No additional information was provided.